Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact to the distal end of the pusher assembly. The embolization coil had offset coil winds at the proximal end. Conclusions: evaluation of the returned smart coil revealed some proximal embolization coil damage. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be experienced. Forcefully advancing the coil against resistance will likely result in offset coil winds. During functional testing, the returned smart coil was advanced through the introducer sheath and a demonstration microcatheter with minor resistance. The microcatheter used in the procedure was not returned for evaluation; therefore, the root cause of the initial resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery (la) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed ten smart coils in the target vessel using a non-penumbra microcatheter. While attempting to insert another smart coil into the microcatheter, the smart coil became stuck at the distal tip of the introducer sheath; therefore, the smart coil was removed. The procedure was completed using new smart coils with the same microcatheter. There was no report of an adverse effect to the patient.